Manufacturer narrative:
Olympus f/u with the user facility regarding this report. The facility reportedly heard a "pop" while attempting to crush the stone and the device stopped working. They then attempted to use an olympus bml-110a-1 emergency handle, but the wires were reportedly too short to use this device. The endoscope was withdrawn, reinserted into the pt, and an unk model of extraction balloon was inserted into the pt's common bile duct. The facility reported a significant amount of "sludge" inside of the common bile duct that contributed to the stone becoming stuck. The facility was able to use the extraction balloon to successfully remove the stone and the remaining lithocrush wires were withdrawn from the pt after removing large amounts of "sludge" from the common bile duct. There was no pt injury, however, the user facility reported there was a two hour delay in the procedure. The subject device was said to have been discarded by the users at the conclusion of the procedure, and is therefore not available for eval. The cause of the reported event cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a endoscopic retrograde cholangiopancreatography the device failed. The users reportedly cut the handle at the proximal end but were unable to attach an emergency handle. An unknown model of extraction balloon was used to remove the basket. There was no pt injury, and the pt was said to be doing fine.